Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and mildly tortuous anatomy causing the reported failure to advance. During removal resistance was met with the difficult anatomy and the guide catheter causing the reported difficulty to remove. It was decided to remove the device along with the guide catheter; however, the stent dislodged during removal. A snare was used to successfully remove the dislodged. There is no indication of a product quality issue with respect to manufacture, design or labeling.